Event description:
The customer reported that the device displayed an error message for pads off/pads on while in use on a pt and that they were unable to obtain and ECG reading. There was no negative pt impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.